Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed.  The reported problem (resets) has been confirmed.  Upon investigation the monitor failed incoming testing.  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q6, q7, q8, q12 and q16 on the defibrillator pca. Additionally, contamination was discovered on the j1000 jumper and c19 capacitor. The root cause for the shorted igtbs could not be positively identified. The root cause for the contamination was ingress of an unknown liquid lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor reset.